Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the user typically fills a cartridge with approximately 480 units. However, the user could not provide an exact fill amount for the cartridge filled prior to the report. The user's blood glucose level was 215 mg/dl. The user filled a new cartridge successfully and resumed insulin delivery.